Manufacturer narrative:
The lot number has not been provided, however two unique identifiers were reported for this patient on (B)(6) 2017 (0.75 high contact lenses and 1.25 high contact lenses); at the time of this report, it is not known which contact lens power is associated with the event. This report is being submitted to represent the 1.25 high contact lens reported. A previous report has been submitted under manufacturer's reference number (B)(4) to represent the 0.75 high contact lenses reported. The complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an optician on 03/31/2017 that after being introduced to the complaint product, a patient returned twelve days later with an unspecified ulcer. The optician recommended that the consumer consult an eye care professional. Additional information was received via email on 04/14/2017. The optician reported that only the left eye was affected and prescribed an unspecified medication; treatment modality and duration were not provided. It was also reported that the patient's left upper temporal corner of the eye was affected. At the time of this report, the patient was no longer wearing lenses due to eye dryness. No further information has been received.

Manufacturer narrative:
Single use device from no to yes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previously reported contact lens power of 0.75 high contact lens was not confirmed to be part of the complaint and is not considered a suspect product in the reportable event previously submitted on 04/28/2017. Please reference manufacturer report number 9610813-2017-00008 for information regarding the reportable event that occurred. The manufacturer internal reference number is: (B)(4).